Manufacturer narrative:
The intraocular lens (iol) was returned to the manufacturer cut in two pieces and was visually inspected under the microscope. Visual inspection revealed surface residuals (fiber/particles) on the lens. The lens condition is consistent with a lens that was removed from the patient's eye. Due to the returned condition of the lens diopter measurement could be performed. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
All process operations presented in the manufacturing record from molding to boxing were in compliance with manufacturing instruction specifications. All tests results showed a pass condition. No deviation or non-conformance (ncr) was generated when this production order was manufactured. The manufacturing record was reviewed and the documentation shows that the production order was manufactured according to specifications and no deviation or assignable cause was identified when this production was manufactured. At the diopter inspection operation process the lenses are measured 100% for diopter power, resolution, and astigmatism. The inspection data for the diopter power process at the monofocal bench was reviewed and was found within specification. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the lens was explanted in a secondary procedure due to unexpected post operative refraction. It was reported that the patient had a hyperopic outcome after the first lens was implanted. The lens was replaced with a tecnis toric lens whereby it was reported that the patient is doing great.